Event description:
On (B)(6) 2011, patient reported there is a black spot in the middle of the display on his infusion device. Patient stated, the black spot is over the basal rate and he has a hard time seeing bolus amounts that are programmed because, the spot covers these numbers. Patient reported he noticed the issue about 6 months ago. Patient stated, the infusion device is working okay; he just has a hard time seeing the numbers. Patient reported that no serious injury has occurred because of the damage. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.